Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer experienced blood glucose level ranging from 400 mg/dl to 500 mg/dl at the time of incident and the current blood glucose of the patient is 495 mg/dl. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The product will be returned for analysis.